Event description:
Reference number (B)(4). Event occurred in republic of korea. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: republic of korea.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6002030, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6002030 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac m12 on 04-jul-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 3f04752 was manufactured according to the work instruction (wi) version 26 and assembled in the quickset line, on 04-jul-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3f04754 was manufactured according to the work instruction (wi) version 26 and assembled in the quickset line, on 04-jul-2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3f04753 was manufactured according to the work instruction (wi) version 26 and assembled in the quickset line, on 04-jul-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3f05712 was manufactured according to the work instruction (wi) version 38 and manufactured in the line mp08, on 02-jul-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3f04709 was manufactured according to the work instruction (wi) version 38 and manufactured in the line mp08, on 02-jul-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3f04743 was manufactured according to the work instruction (wi) version 38 and manufactured in the line mp05, on 03-jul-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3f04744 was manufactured according to the work instruction (wi) version 38 and manufactured in the line mp05, on 01-jul-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.